Event description:
The manufacturer received information alleging a service required alarm occurred. There was no harm or injury reported. Although there was no patient harm or injury, this event is reportable because the failure could affect the ability of the device to provide therapy to published specifications. The device has not yet been returned to the manufacturer for evaluation, therefore the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.

Manufacturer narrative:
The device was returned to a third-party service center and testing and evaluation completed. During device evaluation, the device passed evaluation testing as evidenced by the philips service test report provided. There were no critical error codes noted in the download error log. The blower assembly was replaced due to a reported test failure. As part of device maintenance, the particulate filter and inlet filter were replaced, the blower bellows seal and blower mount were replaced due to dust contamination. The muffler assembly was replaced due to dust contamination inside the filter. The inlet foam filter was replaced as part of service. The tubing system printed circuit assembly was replaced, and all hoses were replaced due to yellowing. The low flow o2 tubing was replaced due to yellowing. A final report is being submitted. If new information becomes available a follow up/supplemental report will be completed.